Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) measurements. Technical services (ts) was contacted to review device data. Ts reviewed and confirmed there was a red alert due to a gradual rise in sli measurements measuring greater than 150 ohms since last year. Ts recommended to have the patient perform a patient-initiated interrogation (pii) to get specific out of range values. Ts provided recommendations for lead replacement. At this time, the lead remains in service. No adverse patient effects were reported.